Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi and was analyzed. Failure analysis investigation found that the arm failed the in-house slow sweep for axis-2 test. The axis 2 brake will be replaced correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator failing the slow sweep test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the patient side manipulator (psm) arm 3 would not home and that axis 2 was very stiff. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.